Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-mar-2020, mentor received additional information regarding the patient's age and the date of explantation. The patient was 42 years old at the time of the event, and the patient underwent removal without replacement on (B)(6) 2020. The relevant fields have been updated. Reason for device explant and/or reoperation: wound infection .manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast reconstruction with a 490cc mentor memorygel breast implant and experienced postoperative left-sided wound infection. The patient stated that she had been hospitalized three times due to infection after the implantation of the breast implant. The most recent hospitalization was (B)(6) 2020, and one prior to that was (B)(6) 2019. The patient also stated that she experienced redness, swelling, fever on her left breast and body aches. The patient¿s general doctor suggested her to follow up with her implant surgeon on the implants. As a result, the patient is hoping to undergo removal without replacement. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.